Event description:
It was reported the screen was intermittent unresponsive to the touch pen. Reboot was the only solution, but this happens mid-interrogation. Printer is also non functional. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus pen does not work at all; stylus found out of electrical specification. Programmer has a noisy system fan. Programmer failed wrist electrode and driven lead test; ECG (electrocardiogram) connector appeared to be loose. Printer does not print because there is no paper in the printer drawer.